Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on the arm. After realizing elevated bg levels, the patient found cannula had not deployed as intended. For treatment, the pod was changed out.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.